Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available information, the loop wire at the distal end of the hf resection electrode broke off. The cause of this damage is most likely mechanical overload by the application of excessive force in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopic myoma resection procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved with a forceps. No further information was provided but the intended procedure was completed successfully and there was no report about an adverse event or patient injury.